Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The reported problem (service code 204) was confirmed during the distributor evaluation. During the distributor evaluation the electrode belt was intermittently unable to communicate properly with a monitor. The cause for the failure was isolated to intermittently open wires in the trunk cable. The root cause for the open wires in the trunk cable could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
While reviewing a u.s. Distributor's reconditioning records, a reportable problem was discovered. A patient's electrode belt was causing a service code 204 (belt/monitor unusable).